Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 1 day after the device was placed, the body fluid was unable to be aspirated, due to the metal portion of the valve being damaged. The device was immediately replaced, and there was no reported health damage to the patient. Additional information has been requested.

Manufacturer narrative:
Received one (1) used reliavac evacuator only. The reported issue is confirmed as cause unknown. During the visual inspection it was noted that the metal valve was missing. The sample was disassembled and the metal valve was found inside of the green bulb. The dimensional assessment found that the sample was within specification. Details are as follows: upper outer diameter = 0.313 in (specification is (B)(4)). Lower outer diameter = 0.189 in (specification is (B)(4)). The functional evaluation was unsuccessful because the valve was inside the green valve. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: attaching to auxiliary suction: insert suction adapter into outlet port. Attach wall suction tubing to suction adapter. During auxiliary suction, balloon will inflate and exudates will flow over balloon surface. To discontinue auxiliary suction, remove suction adapter and close outlet port. Do not use with wall suction in excess of 210mm hg. To establish suction: open outlet port. Pump bulb until balloon fills container. Close outlet port. Hissing sound is normal and stops when maximum suction pressure is reached. Possible reflux of fluid to the patient is reduced during reliavac® evacuator reactivation by a built-in anti-reflux valve in the inlet port. To empty container: open outlet port. Invert unit. Pump bulb to empty quickly. To re-establish suction: repeat step ¿11¿ above. Reflux of fluid to the patient is minimized during reactivation by a built-in anti-reflux valve on inlet port. To read fluid volume: open outlet port. Allow balloon to deflate. Read volume. Important: check for fluid entering reliavac® evacuator. Lack of flow may indicate the following: all exudates have been removed. Wound drain is clogged and may require irrigation & aspiration (consult physician). Auxiliary wall suction pressure is above 210 mm hg. Deflated balloon: check all connections for air leak and drain perforations for exposure above the skin and follow step ¿11¿ above. If still deflated, replace the evacuator. When not using auxiliary suction during surgical wound closure, several activations of the reliavac® evacuator may be required to establish suction because of the following: air entering partially closed wound. An operative air pocket." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that 1 day after the device was placed, the body fluid was unable to be aspirated due to the metal portion of the valve being damaged. The device was immediately replaced, and there was no reported health damage to the patient. Additional information has been requested.